Event description:
Initial info was received on (B)(6) 2012 from a consumer. This male consumer used colgate 360 toothbrush and the loud bang of the explosion caused a high pitch ringing in his right ear. The motor, batteries and battery cap blew into the sink and the toothbrush cracked up to the on/off switch. He began using this toothbrush about a month prior to this report ((B)(6) 2012) and used it daily. He had changed the batteries in the toothbrush (B)(6) 2012 with duracell batteries. The event occurred less than a minute into brushing his teeth on (B)(6) 2012. He noticed that the toothbrush was running a little slower than usual. At the time of this report, the consumer had not recovered. Additional info was received on (B)(6) 2012 from the consumer's wife. He saw his doctor (B)(6) 2012. The doctor informed him that there was no damage to his ear drum and the hissing sound that he was experiencing should eventually go away. This case is referenced as (B)(4).